Manufacturer narrative:
The subject device was sent to olympus for evaluation. The reported issue (broken part) was confirmed during testing. The light guide post was missing. In addition, the optics were sunken which caused a shadow around the image and there was debris under the eyepiece lens. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that, during reprocessing, they discovered broken components. The connector where the light cord attached kept unscrewing from the scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken components could not be determined. It is possible that the components were broken due to excessive force. Olympus will continue to monitor field performance for this device.